Manufacturer narrative:
Complaint conclusion as reported, an issue occurred during loading of a 5mm angioguard embolic capture guidewire (ecgw) system prior to the procedure and the device failed. A non-cordis embolic protection device was used to complete the procedure. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there was no damage to the device prior to use. Upon opening the package, the deployment sheath tip was not fully seated in the filter basket introducer. Additional details were requested but were not provided. A non-sterile 5mm basket, medium support, angioguard rx for us carotid was received in a clear plastic bag, including the delivery sheath, the torquing device, and the ecgw system inserted into the delivery sheath; the remaining components were not returned. Visual evaluation showed the filter basket was deployed (expanded) and the guidewire exhibited a kink approximately 89 cm from the distal tip, with a second kink observed approximately 21 cm from the proximal end; no other notable observations were found. Vision-system inspection confirmed the kinked condition of the filter basket, and the membrane walls and distal tip showed no damage. Functional analysis could not be performed because the components needed for docking the filter basket were not returned. Visual evaluation further confirmed the filter basket was deployed, the guidewire was kinked, the filter basket was kinked, and the membrane walls and distal tip had no damage. While an investigation addressing a similar issue is active, no definitive evidence links this event to that investigation because the affected component was not returned. The reported ¿delivery system ¿ loading (docking) difficulty ¿ through introducer¿ could not be substantiated because one of the affected components was not returned (filter basket introducer). However, the malfunction ¿filter basket ¿ kinked/bent¿ was found during the product evaluation. The exact cause of the reported event cannot be found. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿caution: guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment.¿ based on the information provided, the reported condition appears to be potentially manufacturing-related. However, no definitive evidence links this event to that investigation because functional analysis could not be performed. The event will be trended for surveillance purposes with no further actions taken at this time.

Event description:
As reported, an issue occurred during loading of a 5mm angioguard embolic capture guidewire (ecgw) system prior to the procedure and the device failed. A non-cordis embolic protection device was used to complete the procedure. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there was no damage to the device prior to use. Upon opening the package, the deployment sheath tip was not fully seated in the filter basket introducer. Additional details were requested but were not provided. The device will be returned for evaluation. Addendum: product evaluation revealed that the filter basket is kinked.